Event description:
Facility contact reported the sagittal saw attachment is slow to start and gets hot. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an investigation was completed: the customer's complaint that the ((B)(4)) sagittal saw attachment is slow start and getting hot was confirmed. The device was evaluated and the complaint was substantiated. The bearings inside are most likely damaged due to immersion during cleaning. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Updated manufacture site to synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.